Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument was missing 1 jaw. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately .198" x .535" was found to be broken off. The broken piece was not returned.